Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon the removal of the sensor pod from the body, the sensor wire broke. The patient stated that a portion was in their skin and a portion was on the sensor pod. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.